Event description:
Tampon got stuck [foreign body in reproductive tract]. When I went to take out the tampon, the cord completely detached [device breakage]. When I went to take out the tampon, the cord completely detached, leaving the tampon stuck inside of me [complication of device removal]. Case narrative: consumer reported via phone that the tampon cord detached during removal, leaving the tampon stuck inside. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon got stuck [foreign body in reproductive tract] when I went to take out the tampon, the cord completely detached [device breakage] when I went to take out the tampon, the cord completely detached, leaving the tampon stuck inside of me [complication of device removal] case narrative: consumer reported via phone that the tampon cord detached during removal, leaving the tampon stuck inside. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon got stuck [foreign body in reproductive tract]. When I went to take out the tampon, the cord completely detached [device breakage]. When I went to take out the tampon, the cord completely detached, leaving the tampon stuck inside of me [complication of device removal]. Case narrative: consumer reported via phone that the tampon cord detached during removal, leaving the tampon stuck inside. No serious injury was reported.